Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had a bad lcd screen. There was no patient involvement.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a bad lcd screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. It was reported that the device the cs300 intra-aortic balloon pump (iabp) bad lcd screen. Customer reported that the iabp had a bad lcd display. Getinge field service engineer (fse) found that when iabp would turn on, the display would not power on. Fse replaced pcb,inverter,dc to ac (d671-00-0230). After replacing pcb,inverter,dc to ac, the display turned on per manufacturer specification. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0671-00-0230, serial number (B)(6), with a reported unit failure of the lcd display not powering on. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. The lcd display would not power on. Fat was able to verify the reported issue. This part is obsolete and no longer able to be tested by a supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.